Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was noticed. The pump even history log was reviewed and a check clutch error was found. Flow and occlusion testing was performed and the error was duplicated. The root cause of the reported issue was found to be normal wear of parts. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring and replaced battery.

Event description:
It was reported that a check clutch error occurred. No patient injury was reported.